Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was unable to power up and failed a flash test. Destructive testing revealed the failure mode to be a separation between the inter-metallic layer and copper pad of the flash bga component, u102, on computer analog (ca) board sn (B)(4). The fracture between the inter-metallic layer and the copper pad of the bga occurred at pin a25 on the c/a board. The fracture between the copper pad and inter-metallic layer of the bga component likely caused the system to not power on. The root cause for the separation between the inter-metallic layer and copper pad could not be positively identified. A root cause investigation for the fracture is currently underway. No adverse event resulted from the damaged u102 component. The patient received a replacement monitor.